Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low r-wave amplitude and oversensing resulting in an untreated episode. Additional information was received that this device again exhibited oversensing and an inappropriate shock was delivered. This device remains in service. No adverse patient effects were reported.